Event description:
It was reported that the customer had a button error and a motor error alarm on the insulin pump. The customer's blood glucose level was 350 mg/dl. The customer was treated with bolus on insulin pump. The customer stated that the only thing would cause button error was that she had wet hands. It was explained to the customer that the cause of false motor alarm may be cause by viewing sensor glucose graph while the insulin pump delivering bolus. The patient was advised that they can reduce likely the occurence of these by allowing the bolus delivery to complete before viewing the sensor glucose graph. The customer was advised after the troubleshooting was performed to discontinued the used of the insulin pump and revert to back-up plan. The patient was advised to return the insulin pump and it will be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump passes basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)